Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The following devices were also listed in this report: triathlon p/a cr beaded #3r; cat#5517f302; dh44j; tritanium bplate triathlon s3; cat# 5536b300; ctd21596; tritanium patella-asymmetric; cat# 5552-l-299; dn4h. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
I&d performed with an insert exchange on a triathlon total knee originally done on (B)(6) 2018 due to infection.